Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and a contraindication to anticoagulation. Approximately five months post filter deployment, a computed tomography scan performed for right flank pain demonstrated multiple limbs extending beyond the confines of the inferior vena cava wall, with some limbs extending into the right kidney. The patient was scheduled for a filter retrieval procedure. Access was gained to the right internal jugular vein and a vena cavogram demonstrated a tilted filter. An attempt to straighten the filter was unsuccessful and the decision was made to leave the filter in place. The patient tolerated the procedure well without complications and was discharged on hospital day five in stable condition. Approximately eight months post filter deployment, a computed tomography scan demonstrated the filter apex extending beyond the confines of the inferior vena cava wall. Approximately two weeks later, a surgical procedure was performed for removal of the filter and repair of the inferior vena cava. The patient tolerated the procedure well without complications and was discharged on hospital day nine in stable condition. At some time post filter deployment, it was alleged that the filter migrated. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five months of post-deployment, computed tomography of the abdomen and pelvis revealed umbrella filter was identified at the l1-2 level. Multiple metallic tines extended through the wall of the inferior vena cava. Tines extend into the parenchyma of the right kidney. The patient experienced right flank pain. On the next day, a computed tomography venogram of the abdominal aorta revealed the proximal aspect of the filter was at the t12-l1 level. There was a very subtle metallic hook at the tip of the filter. There are 13 metallic legs extended from the tip of the filter into the inferior vena cava. Several of these appear to be extracaval in location. At least one of these extends into the right renal vein. Several others extend into the right retroperitoneum. After, two days, the patient presented for filter retrieval, the jugular vein was accessed with seldinger technique under ultrasound guidance, and using fluoroscopy the wire was advanced into the superior vena cava. Using the angiographic catheter, a wire was exchanged for an amplatz wire and the introducer sheath of the retrieval kit was subsequently inserted over the wire under fluoroscopy to the inferior vena cava just above the visible filter. The filter appears to be tilted with the hook of the filter embedded in the left wall and legs of the filter in the right renal vein. An attempt to straighten the filter, unfortunately, failed due to a lack of ability to engage the retrieval hook. With subsequent images, it appeared that some of the struts of the filter penetrated the wall of the vena cava and decided to leave this filter in place as retrieval might have been complicated. Approximately nine months post vena cava filter deployment, a CT scan of the abdomen and pelvis demonstrated a tilted filter with limbs entering the right renal parenchyma and the hook extraluminal. There was no evidence of retroperitoneal hemorrhage. Approximately two weeks later, the patient presented for surgical removal of the filter. Four of the limbs of the filter were found to be protruding directly out of the ivc into the retroperitoneal tissue with no perforation of any intestinal contents or the kidney itself. Lateral venography was formed and the filter was removed without difficulty. There was no mention of any detached limbs provided in the medical records. The patient tolerated the procedure well with no complications and was taken to the recovery room for further care. Therefore, the investigation is confirmed for a filter tilt, perforation of the inferior vena cava (ivc), and difficulties in removing the filter. The investigation is inconclusive for detached filter limbs, as the information provided in the medical records did not allege any detachment of filter limbs. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Position the retrieval hook 1 cm below the lowest renal vein. Venacavography must always be performed to confirm proper implant site. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt filter malposition h10: b6, b7, d4(expiry date: 09/2012), g4, h6(device: 1395). H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient presented with dvt and a contraindication to anticoagulation, therefore, vena cava filter placement was indicated. The right femoral vein was accessed and a venacavagram was performed. There was no intraluminal thrombus identified. The filter was positioned above the highest renal vein and deployed in the suprarenal ivc due to pregnancy. A post deployment venacavagram demonstrated good placement of the filter. Manual compression was applied for hemostasis. The patient tolerated the procedure well. Approximately five months post filter deployment, the patient was admitted to the hospital for complaint of right flank pain that required evaluation and treatment. A CT scan demonstrated the filter at the l1-l2 level with multiple limbs extending through the ivc wall. There were some filter limbs extending into the parenchyma of the right kidney. There was no associated hemorrhage and no abnormal fluid collections in the perinephric area. The renal collecting systems were normal with no evidence of hydronephrosis or obstruction. The patient was scheduled for a filter retrieval procedure. The right jugular vein was accessed and the introducer sheath of a retrieval kit was inserted over the wire to just above the filter. A venacavagram was performed demonstrating a tilted filter with the hook embedded in the left wall of the ivc and the limbs in the right renal vein. An attempt to straighten the filter was unsuccessful, due to lack of ability to engage the retrieval hook. With subsequent images, it appeared that some of the filter limbs extended through the wall of the vena cava. The decision was made to conclude the procedure and leave the filter in place. The wire and retrieval devices including a variety of snares and cones were subsequently removed from the jugular vein and manual compression accomplished hemostasis. The patient tolerated the procedure well without complications. The patient was discharged on hospital day five in stable condition. Approximately nine months post filter deployment, a CT scan of the abdomen and pelvis demonstrated a tilted filter with limbs entering the right renal parenchyma and the hook extraluminal. There was no evidence of retroperitoneal hemorrhage. Approximately two weeks later, the patient presented for surgical removal of the filter. A standard midline laparotomy incision was made and the abdomen was entered. The small bowel was mobilized, a wide kocher maneuver was made with mobilization of the ascending colon and the duodenum down to the level of the hilum of the right kidney. The inferior vena cava was easily identified, dissected and encircled with a silastic sling. The dissection was carried cephalad with encirclement of the right and left renal veins and the suprarenal inferior vena cava. The lumbar veins were identified, doubly ligated and divided for full mobilization of the ivc. Four of the limbs of the filter were found to be protruding directly out of the ivc into the retroperitoneal tissue with no perforation of any intestinal contents or the kidney itself. Clamps were placed on the renal veins and the ivc above and below the renal veins isolating the ivc. A lateral venorrhaphy was formed and the filter was removed without difficulty. Two filter limbs required cutting with a wire cutter to allow removal from the hilum of the kidney. The ivc was free of any abnormality and it was then closed primarily with a running 4-0 prolene suture, flushing proximally and distally prior to completion. Complete flow was restored by sequentially removing the clamps from the infrarenal portion of the ivc, both renal veins, and the suprarenal portion of the ivc. Hemostasis was obtained with saline solution, there was no evidence of bleeding, and the kidney was pink and healthy. The small bowel was returned to the abdomen, the abdomen was closed in layers, the skin was approximated with absorbable suture, steri strips, and a sterile dressing was applied. The patient tolerated the procedure well with no complications and was taken to recovery room for further care. The post-op course was complicated by respiratory distress and acute renal failure secondary to acute tubular necrosis. Creatinine levels were high, however, the patient never required dialysis. Creatinine levels trended down and the patient was maintained on IV antibiotics for empiric treatment of pneumonia. The patient was discharged home on hospital day nine in good condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately five months post filter deployment, a CT scan demonstrated the filter at the l1-l2 level with multiple limbs extending through the ivc wall. There were some filter limbs extending into the parenchyma of the right kidney. The patient was scheduled for a filter retrieval procedure. A venacavagram was performed demonstrating a tilted filter with the hook embedded in the left wall of the ivc and the limbs in the right renal vein. An attempt to straighten the filter was unsuccessful, due to lack of ability to engage the retrieval hook. Approximately nine months post vena cava filter deployment, a CT scan of the abdomen and pelvis demonstrated a tilted filter with limbs entering the right renal parenchyma and the hook extraluminal. Approximately two weeks later, the patient presented for surgical removal of the filter. Four of the limbs of the filter were found to be protruding directly out of the ivc into the retroperitoneal tissue. Based on the provided medical records, the investigation is confirmed for a tilted filter, perforation of the ivc wall, and difficulties in removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The vena cava filter was successfully deployed in the suprarenal ivc for dvt and a contraindication to anticoagulation. Approximately five months post filter deployment, a CT scan performed for right flank pain demonstrated multiple limbs extending beyond the confines of the ivc wall, with some limbs extending into the right kidney. The patient was scheduled for a filter retrieval procedure. Access was gained to the right internal jugular vein and a venacavagram demonstrated a tilted filter. An attempt to straighten the filter was unsuccessful and the decision was made to leave the filter in place. The patient tolerated the procedure well without complications and was discharged on hospital day five in stable condition. Approximately eight months post filter deployment, a CT scan demonstrated the filter apex extending beyond the confines of the ivc wall. Approximately two weeks later, a surgical procedure was performed for removal of the filter and repair of the ivc. The patient tolerated the procedure well without complications and was discharged on hospital day nine in stable condition. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
Information was received that alleged that the filter detached and perforated the heart, lung, vena cava and kidney and that the patient did not regain consciousness post surgical removal of the filter and remained in a coma for several weeks. This information did not align with the medical records received as the medical records did not report a detached filter limb and did not suggest or indicate that post surgical procedure the patient did not regain consciousness and remained in a coma for several weeks. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient presented with dvt and a contraindication to anticoagulation, therefore, vena cava filter placement was indicated. The right femoral vein was accessed and a venacavagram was performed. There was no intraluminal thrombus identified. The filter was positioned above the highest renal vein and deployed in the suprarenal ivc due to pregnancy. A post deployment venacavagram demonstrated good placement of the filter. Manual compression was applied for hemostasis. The patient tolerated the procedure well. Approximately five months post filter deployment, the patient was admitted to the hospital for complaint of right flank pain that required evaluation and treatment. A CT scan demonstrated the filter at the l1-l2 level with multiple limbs extending through the ivc wall. There were some filter limbs extending into the parenchyma of the right kidney. There was no associated hemorrhage and no abnormal fluid collections in the perinephric area. The renal collecting systems were normal with no evidence of hydronephrosis or obstruction. The patient was scheduled for a filter retrieval procedure. The right jugular vein was accessed and the introducer sheath of a retrieval kit was inserted over the wire to just above the filter. A venacavagram was performed demonstrating a tilted filter with the hook embedded in the left wall of the ivc and the limbs in the right renal vein. An attempt to straighten the filter was unsuccessful, due to lack of ability to engage the retrieval hook. With subsequent images, it appeared that some of the filter limbs extended through the wall of the vena cava. The decision was made to conclude the procedure and leave the filter in place. The wire and retrieval devices including a variety of snares and cones were subsequently removed from the jugular vein and manual compression accomplished hemostasis. The patient tolerated the procedure well without complications. The patient was discharged on hospital day five in stable condition. Approximately nine months post filter deployment, a CT scan of the abdomen and pelvis demonstrated a tilted filter with limbs entering the right renal parenchyma and the hook extraluminal. There was no evidence of retroperitoneal hemorrhage. Approximately two weeks later, the patient presented for surgical removal of the filter. A standard midline laparotomy incision was made and the abdomen was entered. The small bowel was mobilized, a wide kocher maneuver was made with mobilization of the ascending colon and the duodenum down to the level of the hilum of the right kidney. The inferior vena cava was easily identified, dissected and encircled with a silastic sling. The dissection was carried cephalad with encirclement of the right and left renal veins and the suprarenal inferior vena cava. The lumbar veins were identified, doubly ligated and divided for full mobilization of the ivc. Four of the limbs of the filter were found to be protruding directly out of the ivc into the retroperitoneal tissue with no perforation of any intestinal contents or the kidney itself. Clamps were placed on the renal veins and the ivc above and below the renal veins isolating the ivc. A lateral venorrhaphy was formed and the filter was removed without difficulty. Two filter limbs required cutting with a wire cutter to allow removal from the hilum of the kidney. The ivc was free of any abnormality and it was then closed primarily with a running 4-0 prolene suture, flushing proximally and distally prior to completion. Complete flow was restored by sequentially removing the clamps from the infrarenal portion of the ivc, both renal veins, and the suprarenal portion of the ivc. Hemostasis was obtained with saline solution, there was no evidence of bleeding, and the kidney was pink and healthy. The small bowel was returned to the abdomen, the abdomen was closed in layers, the skin was approximated with absorbable suture, steri strips, and a sterile dressing was applied. The patient tolerated the procedure well with no complications and was taken to recovery room for further care. The post-op course was complicated by respiratory distress and acute renal failure secondary to acute tubular necrosis. Creatinine levels were high, however, the patient never required dialysis. Creatinine levels trended down and the patient was maintained on IV antibiotics for empiric treatment of pneumonia. The patient was discharged home on hospital day nine in good condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately five months post filter deployment, a CT scan demonstrated the filter at the l1-l2 level with multiple limbs extending through the ivc wall. There were some filter limbs extending into the parenchyma of the right kidney. The patient was scheduled for a filter retrieval procedure. A venacavagram was performed demonstrating a tilted filter with the hook embedded in the left wall of the ivc and the limbs in the right renal vein. An attempt to straighten the filter was unsuccessful, due to lack of ability to engage the retrieval hook. Approximately nine months post vena cava filter deployment, a CT scan of the abdomen and pelvis demonstrated a tilted filter with limbs entering the right renal parenchyma and the hook extraluminal. Approximately two weeks later, the patient presented for surgical removal of the filter. Four of the limbs of the filter were found to be protruding directly out of the ivc into the retroperitoneal tissue. Based on the provided medical records, the investigation is confirmed for a tilted filter, perforation of the ivc wall, and difficulties in removing the filter. The investigation is unconfirmed for detached filter limbs, as the information provided in the medical records did not allege any detachment of filter limbs. Per the provided medical records, the filter was reportedly implanted suprarenal due to the patient being pregnant. It is possible the patient's pregnancy affected the stability of the filter. The IFU states, "the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position." Therefore, it is possible that patient and procedural issues contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Position the retrieval hook 1 cm below the lowest renal vein. Venacavography must always be performed to confirm proper implant site. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The vena cava filter was successfully deployed in the suprarenal ivc for dvt and a contraindication to anticoagulation. Approximately five months post filter deployment, a CT scan performed for right flank pain demonstrated multiple limbs extending beyond the confines of the ivc wall, with some limbs extending into the right kidney. The patient was scheduled for a filter retrieval procedure. Access was gained to the right internal jugular vein and a venacavagram demonstrated a tilted filter. An attempt to straighten the filter was unsuccessful and the decision was made to leave the filter in place. The patient tolerated the procedure well without complications and was discharged on hospital day five in stable condition. Approximately eight months post filter deployment, a CT scan demonstrated the filter apex extending beyond the confines of the ivc wall. Approximately two weeks later, a surgical procedure was performed for removal of the filter and repair of the ivc. The patient tolerated the procedure well without complications and was discharged on hospital day nine in stable condition. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
Information was received that alleged that the filter detached and perforated the heart, lung, vena cava and kidney and that the patient did not regain consciousness post surgical removal of the filter and remained in a coma for several weeks. This information did not align with the medical records received as the medical records did not report a detached filter limb and did not suggest or indicate that post surgical procedure the patient did not regain consciousness and remained in a coma for several weeks. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient presented with dvt and a contraindication to anticoagulation, therefore, vena cava filter placement was indicated. The right femoral vein was accessed and a venacavagram was performed. There was no intraluminal thrombus identified. The filter was positioned above the highest renal vein and deployed in the suprarenal ivc due to pregnancy. A post deployment venacavagram demonstrated good placement of the filter. Manual compression was applied for hemostasis. The patient tolerated the procedure well. Approximately five months post filter deployment, the patient was admitted to the hospital for complaint of right flank pain that required evaluation and treatment. A CT scan demonstrated the filter at the l1-l2 level with multiple limbs extending through the ivc wall. There were some filter limbs extending into the parenchyma of the right kidney. There was no associated hemorrhage and no abnormal fluid collections in the perinephric area. The renal collecting systems were normal with no evidence of hydronephrosis or obstruction. The patient was scheduled for a filter retrieval procedure. The right jugular vein was accessed and the introducer sheath of a retrieval kit was inserted over the wire to just above the filter. A venacavagram was performed demonstrating a tilted filter with the hook embedded in the left wall of the ivc and the limbs in the right renal vein. An attempt to straighten the filter was unsuccessful, due to lack of ability to engage the retrieval hook. With subsequent images, it appeared that some of the filter limbs extended through the wall of the vena cava. The decision was made to conclude the procedure and leave the filter in place. The wire and retrieval devices including a variety of snares and cones were subsequently removed from the jugular vein and manual compression accomplished hemostasis. The patient tolerated the procedure well without complications. The patient was discharged on hospital day five in stable condition. Approximately nine months post filter deployment, a CT scan of the abdomen and pelvis demonstrated a tilted filter with limbs entering the right renal parenchyma and the hook extraluminal. There was no evidence of retroperitoneal hemorrhage. Approximately two weeks later, the patient presented for surgical removal of the filter. A standard midline laparotomy incision was made and the abdomen was entered. The small bowel was mobilized, a wide kocher maneuver was made with mobilization of the ascending colon and the duodenum down to the level of the hilum of the right kidney. The inferior vena cava was easily identified, dissected and encircled with a silastic sling. The dissection was carried cephalad with encirclement of the right and left renal veins and the suprarenal inferior vena cava. The lumbar veins were identified, doubly ligated and divided for full mobilization of the ivc. Four of the limbs of the filter were found to be protruding directly out of the ivc into the retroperitoneal tissue with no perforation of any intestinal contents or the kidney itself. Clamps were placed on the renal veins and the ivc above and below the renal veins isolating the ivc. A lateral venorrhaphy was formed and the filter was removed without difficulty. Two filter limbs required cutting with a wire cutter to allow removal from the hilum of the kidney. The ivc was free of any abnormality and it was then closed primarily with a running 4-0 prolene suture, flushing proximally and distally prior to completion. Complete flow was restored by sequentially removing the clamps from the infrarenal portion of the ivc, both renal veins, and the suprarenal portion of the ivc. Hemostasis was obtained with saline solution, there was no evidence of bleeding, and the kidney was pink and healthy. The small bowel was returned to the abdomen, the abdomen was closed in layers, the skin was approximated with absorbable suture, steri strips, and a sterile dressing was applied. The patient tolerated the procedure well with no complications and was taken to recovery room for further care. The post-op course was complicated by respiratory distress and acute renal failure secondary to acute tubular necrosis. Creatinine levels were high, however, the patient never required dialysis. Creatinine levels trended down and the patient was maintained on IV antibiotics for empiric treatment of pneumonia. The patient was discharged home on hospital day nine in good condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately five months post filter deployment, a CT scan demonstrated the filter at the l1-l2 level with multiple limbs extending through the ivc wall. There were some filter limbs extending into the parenchyma of the right kidney. The patient was scheduled for a filter retrieval procedure. A venacavagram was performed demonstrating a tilted filter with the hook embedded in the left wall of the ivc and the limbs in the right renal vein. An attempt to straighten the filter was unsuccessful, due to lack of ability to engage the retrieval hook. Approximately nine months post vena cava filter deployment, a CT scan of the abdomen and pelvis demonstrated a tilted filter with limbs entering the right renal parenchyma and the hook extraluminal. Approximately two weeks later, the patient presented for surgical removal of the filter. Four of the limbs of the filter were found to be protruding directly out of the ivc into the retroperitoneal tissue. Based on the provided medical records, the investigation is confirmed for a tilted filter, perforation of the ivc wall, and difficulties in removing the filter. The investigation is unconfirmed for detached filter limbs, as the information provided in the medical records did not allege any detachment of filter limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. - perforation or other acute or chronic damage of the ivc wall. - filter tilt - filter malposition - movement, migration or tilt of the filter are known complications of vena cava filters. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The vena cava filter was successfully deployed in the suprarenal ivc for dvt and a contraindication to anticoagulation. Approximately five months post filter deployment, a CT scan performed for right flank pain demonstrated multiple limbs extending beyond the confines of the ivc wall, with some limbs extending into the right kidney. The patient was scheduled for a filter retrieval procedure. Access was gained to the right internal jugular vein and a venacavagram demonstrated a tilted filter. An attempt to straighten the filter was unsuccessful and the decision was made to leave the filter in place. The patient tolerated the procedure well without complications and was discharged on hospital day five in stable condition. Approximately eight months post filter deployment, a CT scan demonstrated the filter apex extending beyond the confines of the ivc wall. Approximately two weeks later, a surgical procedure was performed for removal of the filter and repair of the ivc. The patient tolerated the procedure well without complications and was discharged on hospital day nine in stable condition. No additional information surrounding this event was provided in the medical records received.